Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: montior 3/11/2019, electrode belt 6/9/2014

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Review of the download data revealed that prior to passing, the patient received an inappropriate treatment from the lifevest. At 12:39:04 am, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 190 bpm with rapid ventricular response (rvr). The post-shock rhythm was sinus rhythm at 95 bpm with frequent pac's and pvc's. Atrial fibrillation with rapid ventricular response contributed to the false detection. The patient reportedly had passed away by 6:00 am on (B)(6) 2020.